Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/15/2015 with the following findings: unable to confirm complaint of scratched/damaged display; no damage/scratches found on display lens. Opened pump; no damage observed on the display screen, display screen is fully functional.. Display is dim/faded (pink). Unrelated to the complaint, the battery compartment crack at the battery compartment threads along the bumper and below the bumper at the case seal.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the display screen was scratched and was unreadable. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.